Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 22-year-old female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida and parity 3 ((B)(6) 2005,(B)(6) 2006,(B)(6) 2007). No history of complications during pregnancy. Previously administered products included for birth control: vcf patch from 2005 to 2006. Past adverse reactions to the above products included malaise with vcf patch. Concurrent conditions included obesity, tobacco user, penicillin allergy, anxiety, arthritic pains, urinary urgency, dysuria, endometriosis since 2009 and diabetes (diet controlled). Concomitant products included dimenhydrinate since 2009, naproxen sodium (naproxen sodium (<=220 mg)) since 2009 and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 9 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and dysuria ("other injury: dysuria"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain was variable"). On (B)(6) 2010, the patient experienced haemorrhagic cyst ("hemorrhagic cyst"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), endometriosis ("endometriosis"), vulvovaginal pain ("vaginal pain (severe)"), back pain ("lower back(severe)") and premenstrual syndrome ("pms / premenstrual syndrome"). The patient was treated with ibuprofen and surgery (underwent diagnostic laparoscopy, cystoscopy with hydrodistension). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, haemorrhagic cyst, migraine, headache, nausea, fatigue, weight increased, vulvovaginal pain, back pain and premenstrual syndrome had not resolved and the menstrual disorder, endometriosis, depression, anxiety and dysuria outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, haemorrhagic cyst, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, premenstrual syndrome, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she wasnot advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure current weight 183 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2007: results: negative. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming chronic pelvic pain, dysmenorrhea, and dyspareunia. 624466 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Event other injury: dysuria were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a (B)(6) female patient who had essure (ess205) (batch no. 624097, 624466) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2007). No history of complications during pregnancy. Previously administered products included for birth control: vcf patch from 2005 to 2006. Past adverse reactions to the above products included malaise with vcf patch. Concurrent conditions included obesity, tobacco user, penicillin allergy, anxiety, arthritic pains, urinary urgency, dysuria, endometriosis since 2009 and diabetes (diet controlled). Concomitant products included dimenhydrinate since 2009 and naproxen sodium (naproxen sodium (<=220 mg)) since 2009. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2010, 2 years 9 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain was variable"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and haemorrhagic cyst ("hemorrhagic cyst"). In 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), endometriosis ("endometriosis"), vulvovaginal pain ("vaginal pain (severe)"), back pain ("lower back(severe)") and premenstrual syndrome ("pms / premenstrual syndrome"). The patient was treated with surgery (underwent diagnostic laparoscopy, cystoscopy with hydrodistension). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, haemorrhagic cyst, migraine, headache, nausea, fatigue, weight increased, vulvovaginal pain, back pain and premenstrual syndrome had not resolved and the menstrual disorder and endometriosis outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, haemorrhagic cyst, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, premenstrual syndrome, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2007: negative. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming chronic pelvic pain, dysmenorrhea, and dyspareunia. Most recent follow-up information incorporated above includes: on 26-feb-2018: medical record and pfs received. Reporters added. Patients demographics, historical and conco drugs and conditions added. New events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal, menorrhagia), hemorrhagic cyst, migraines, headaches, nausea, fatigue, weight gain, vaginal pain (severe), lower back (severe), pms / premenstrual syndrome, she did not undergo an essure confirmation test. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain ") in a 22-year-old female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2007). No history of complications during pregnancy. Previously administered products included for birth control: vcf patch from 2005 to 2006. Past adverse reactions to the above products included malaise with vcf patch. Concurrent conditions included obesity, tobacco user, penicillin allergy, anxiety, arthritic pains, urinary urgency, dysuria, endometriosis since 2009 and diabetes (diet controlled). Concomitant products included dimenhydrinate since 2009, naproxen sodium (naproxen sodium (<=220 mg)) since 2009 and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2008, 2 years 9 months after insertion of essure (ess205), the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain was variable"). On (B)(6) 2010, the patient experienced haemorrhagic cyst ("hemorrhagic cyst"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), endometriosis ("endometriosis"), vulvovaginal pain ("vaginal pain (severe)"), back pain ("lower back(severe)") and premenstrual syndrome ("pms / premenstrual syndrome"). The patient was treated with ibuprofen and surgery (underwent diagnostic laparoscopy, cystoscopy with hydrodistension). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, haemorrhagic cyst, migraine, headache, nausea, fatigue, weight increased, vulvovaginal pain, back pain and premenstrual syndrome had not resolved and the menstrual disorder, endometriosis, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, haemorrhagic cyst, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, premenstrual syndrome, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she wasnot advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2007: negative. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming chronic pelvic pain, dysmenorrhea, and dyspareunia. 624466 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received- new event depression, mental anguish, treatment and concomitant medication were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain / pain") in a 24-year-old female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2005,(B)(6) 2006,(B)(6) 2007). No history of complications during pregnancy. Previously administered products included for birth control: vcf patch from 2005 to 2006. Past adverse reactions to the above products included malaise with vcf patch. Concurrent conditions included obesity, tobacco user, penicillin allergy, anxiety, arthritic pains, urinary urgency, dysuria, endometriosis since 2009 and diabetes (diet controlled). Concomitant products included dimenhydrinate since 2009 and naproxen sodium (naproxen sodium (<=220 mg)) since 2009. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2010, 2 years 9 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain was variable"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and haemorrhagic cyst ("hemorrhagic cyst"). In 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), endometriosis ("endometriosis"), vulvovaginal pain ("vaginal pain (severe)"), back pain ("lower back(severe)") and premenstrual syndrome ("pms / premenstrual syndrome"). The patient was treated with surgery (underwent diagnostic laparoscopy, cystoscopy with hydrodistension). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, haemorrhagic cyst, migraine, headache, nausea, fatigue, weight increased, vulvovaginal pain, back pain and premenstrual syndrome had not resolved and the menstrual disorder and endometriosis outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, haemorrhagic cyst, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, premenstrual syndrome, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she wasnot advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2007: negative . Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming chronic pelvic pain, dysmenorrhea, and dyspareunia. 624466 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.